Event description:
It was reported that, a patient fell down so a cup was loosen. Therefore, the patient had a revision surgery to replace the cup, insert, screws and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no medical records were returned for evaluation. Device history review: review indicated all devices for the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that, a patient fell down so a cup was loosen. Therefore, the patient had a revision surgery to replace the cup, insert, screws and head.